Event description:
The customer reported that the system would not boot. Both monitors were blank and the system has a hard drive failure statement when troubleshooting with debug monitor. No injuries were reported.

Manufacturer narrative:
The ge service rep found a hard disk fail on debug monitor. He replaced the hard drive, loaded software and cal files the adjusted the power supply from 4.8 to 5.2 vdc. The system operates as intended.